Event description:
It was reported that the customer has zimmer tsv 3.5 at tooth site # 27 with damaged threads. The patient has hader bar on three implants with lower complete denture. Bar and denture came out and it was determined that the implant has damaged threads. Want to attempt re-tapping and new screws rather than replace sound implant. Customer responded that the hader bar was made by preat dental. Preat supplied the screws when bar was made. Customer reported that they were trying to obtain an internal thread tapping tool.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Two (2) unknown zimmer implants (tsv 3.5) were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the applicable instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported devices were located on tooth sites # 22, 27 (universal) and were used for an unknown amount of time. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (damaged threads) or product (unknown zimmer implant).no actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.